Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard a popping noise and then felt heat in the device area. The patient also noted reddening of the skin with edema. The patient went to the hospital and the device could not be interrogated. Placing a magnet did not produce any beeping in the device. The device was explanted and replaced successfully. It was indicated that the explanted device still could not be interrogated. The ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. An x-ray of the device was completed, confirming an open plasma fuse. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.